Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and checked the problem reported by customer and confirmed that the system had a geo module error. The fse replaced the geo module kit. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd10 system had a geo module error. The complaint device was in use at the time of the event. No harm has been reported.